Manufacturer narrative:
No product failure detected, upon completion of the investigation of the returned product. All testing with the returned strips produced acceptable results.

Manufacturer narrative:
The customer's test strips were provided for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant glucose result for one patient tested with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory methodology. At 6:52 a.m., the patient¿s laboratory result was 60 mg/dl. At 6:57 a.m., the patient¿s meter result was 120 mg/dl. The customer confirmed no treatment was provided based on the meter¿s result.